Event description:
It was reported that a pump would not connect to the customer's network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval could not reproduce the reported connection issue. The device passed testing and was able to connect to baxter's network. No malfunction could be identified.